Manufacturer narrative:
The insulin pump was received with intermittent motor error alarms during rewind due to slight moisture damage on the motor home switch noted also, moisture damage was found on all the electronic assemblies noted. The insulin pump was monitored for 3 days with no unexpected weak signal alarms, lost sensor alerts or meter blood glucose now alerts noted during our testing; the sensor end alarm functions properly after 3 days. No unexpected a21 alarms, audio or beep anomalies, excessive no delivery alarms, blank display anomalies, constant tone anomalies, reset anomalies, restart anomalies or off no power anomalies noted during our testing. The insulin pump passed self-test, off no power test, a21 error test, displacement test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. All of the buttons functioned properly and no damage was found on the keypad traces and the connector on the lcd board was not unlocked during our visual inspection. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of audio beep anomaly, blank display, button error, excessive no delivery alarms and unexpected restart from the insulin pump. The customer's blood glucose level was 187 mg/dl. The customer stated that the pump was making a constant tone. The customer received a no delivery alarm due to the line being kinked. The customer stated that the screen is blank and the buttons do not respond. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.